Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient was experiencing "low flow" alarms and pump stoppage. The hospital suspected thrombus in the lvad and as a result, a decision was made to exchange the pump. The lvad was successfully exchanged and the patient remains ongoing without any further issue reported.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.